Event description:
Boston scientific received information that the patient with this implantable device detected a shock impedance measurement greater than 125 ohms. The pacing impedance and thresholds were reported as normal. A setscrew issue was suspected. Therefore, a revision procedure was performed. The physician was able to easily pull the proximal df-1 pin from the header prior to use of a wrench. This is evidence that the set screw was never properly secured. The pin was placed back into the header and the set screw was properly secured. This resolved the issue. Currently this device remains implanted and in service. There were no adverse patient effects aside from the revision procedure.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.